Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and non-calcified right common iliac vein. A 18-4/5.8/75 xxl esophageal balloon catheter was advanced over a 0.035 guidewire for dilatation; however, during initial inflation at 3 atmospheres for 2 minutes, the balloon ruptured. The device was completely removed over the guidewire and the procedure was completed with another of the same device. No patient complications were reported and the patient was doing well.